Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly sustained a head injury resulting in no lock after a fall. The implant site was sutured after the injury. Device testing could not be completed due to no lock. External equipment was exchanged: however, the issue did not resolve.

Manufacturer narrative:
Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.